Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. Closure was reportedly not successful; therefore, manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 814:01, which interrupted delivery on channel b. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the locator wings were bent, but remained intact. Damaged locator wings are consistent with a starclose se device that was difficult to remove. A possible cause for the locator wings damaged condition may have been the compaction of tissue between the deployed locator wings and the distal-end of the clip delivery tubeset, which bent the locator wings distally. This condition can result in the inability of the locator wings to retract into the clip delivery tubeset after clip deployment and can require the use of the access ports to unlock and retract the thumb advancer and clip delivery tubeset to aide in the removal of the device, as indicated in the instructions for use. There was no reported anatomical condition that would have contributed to the reported event. Based on the investigation findings, the root cause for the difficulty in removing the device and the bent condition of the locator wings is related to the operational context in which the device was used. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.